Event description:
Per the clinic, the patient experienced intermittencies and fluctuations in sound quality with device use. Reprogramming attempts were made; however, the issue could not be resolved.the device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).